Event description:
A report was received that the patient had a non-device related infection at the ipg site. The patient underwent an explant procedure and was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50 serial #: (B)(4), description: artisan surgical lead, 50cm additional information was received that the remaining artisan lead was explanted (B)(6) 2013. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient had a non-device related infection at the ipg site. The patient underwent an explant procedure and was reportedly doing well following the procedure.

Manufacturer narrative:
Additional information received that the patient was no longer having drainage at his incision site, but is still on antibiotic therapy.

Event description:
A report was received that the patient had a non-device related infection at the ipg site. The patient underwent an explant procedure and was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.